Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and material separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure involved a kissing balloon technique to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) hydro guide wire was used and upon removal, it was noted that the coils were stretched (coils did not separate and core was intact) and nothing was left in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the shaping ribbon was separated but held together by coils. The account was aware of the separation. No additional information was provided.